Event description:
Device report received from (B)(6) reported a free floating matrix cap during a revision case at l5-s1. Previous fusion performed at l5-s1 using matrix degen/tpal, the right l5 locking cap loosened and no longer captured the 45mm rod. Post operative x-rays indicated the cap was free floating between the l5 and s1 screw heads. The rod was changed to a longer 50mm rod and both locking caps were replaced. This is the first of three reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.